Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted lcd image. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: the reported condition of a colleague infusion pump with a failure distorted display image was confirmed by baxter personnel during product evaluation. The root cause was not indicated by service. The display colour service assembly, left and right user interface module standoff, and colour display guide were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review by quality engineering, the root cause was identified as a distorted main display. Should additional information be received, a follow-up medwatch will be submitted.